Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device did not meet expected longevity for an unknown cause.

Event description:
It was reported the lead was replaced due to pauses in pacing and, subsequent syncope, intermittent capture, oversensing, and impedances to greater than 1000 ohms. A lead fracture was suspected. It was further reported that the device had early depletion. The device was explanted and replaced. No further patient complications were reported as a result of this event.